Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bbs solution test and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Also found cannula bent unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 145 mg/dl, compared with the sensor glucose reading, which was between 55 and 60 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that she did not exhibit any symptoms of low blood glucose. She observed a bent sensor cannula upon the removal of the most recent sensor. She reported that the sensor had differences of 150 to 200 units in its readings compared with the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-62837.